Manufacturer narrative:
Customer's complaint of discrepant low was not replicated with in-house testing of retain lot w61676. No issues with tni recovery observed. No sample was returned to product support, further investigation cannot be pursued. Unable to rule out sample specific interference as a potential cause for discrepant results. Reviewed the batch record for lot w61676. Lot met all final release specifications. Triage cardiac triple marker panel is not claimed to correlate with siemens exl analyzer. Unable to determine root cause of complaint. No product deficiency was established. No corrective action required at this time.

Event description:
A (B)(6) male patient presented to the ER but caller was unable to provide the reason for the visit. The ER physician was expecting positive troponin I result as patient had implanted defibrillator and had shocked him twice. Three different samples were tested with the triage cardiac panel and gave negative troponin I (tni) result each time. Testing performed on the lab instrument gave positive results. It was reported that based on clinical presentation, the doctor believes the lab results as accurate and triage as discrepant low. Technical service specialist asked if EKG was done to support the fact that there should have been a positive tni result- customer said yes, no other info was provided. Unknown if patient was still in ICU.